Event description:
It was reported that the physician intended to use the protege everflex to treat an unknown lesion. It was reported that the physician followed the IFU instructions. It was reported that during the procedure resistance was encountered while the physician was attempting to deploy the stent. It was reported that the distal of the stent partially deployed in vivo. The stent and sheath was retracted back together with no injury to the vessel was reported. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the protégé everflex was returned for evaluation. A review of the manufacturing records for lot a247136 did not reveal any non-conformity relevant to this reported event. The protégé everflex was inspected and showed approximately 3cm of the stent was deployed and the deployment grips were approximately 2cm apart. No damage to the exposed stent was observed. The locking pin was loose. The inner assembly proximal to the grey distal tip and distal to the stent exhibited a kink/bend. The unit was connected to a deployment apparatus in the failure investigation laboratory. 1.09 lbs of pressure was applied. The deployment grips were pushed together but the outer remained stationary and no further deployment of the stent occurred. The catheter was inspected and the stainless steel hypotube was observed as exposed. The strain relief was removed and it was discovered the blue outer assembly detached from the clear manifold. Adhesive to the manifold segment of the separation was noted. There was no indication the bond showed an inadequate amount of adhesive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.